Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump passed the test functions. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, keypad overlay texture damage and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 300 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.